Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a recto-sigmoid stenting procedure performed in 2009. According to the complainant, during the procedure, the stent partially deployed and could not be reconstrained. The scope was reportedly in a bent/kinked position. The stent and scope were removed. The patient's anatomy was reported to be tortuous. The scope was reintroduced and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental medwatch will be filed.